Event description:
At night, wore contact lenses after rinsing with product (just bought, used for the first time). The next morning, eyes felt very dry and were extremely red (whites of both eyes were completely red, not just the vessels, but the entire eye), painful. Event abated after use stopped.